Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise resulting in inappropriate mode switching. The lead was explanted and replaced. No complications were observed during the procedure, and patient was stable prior, during, and post procedure. Post check next morning showed normal device and lead function. No noise was recorded on either lead.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. An external insulation abrasion was found at 17.7cm ¿ 18.0 cm from the connector pin, breaching the outer insulation and exposing the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise.